Event description:
The customer reported being hospitalized for low blood glucose while he was traveling overseas. The blood glucose reading was 62 mg/dl. Troubleshooting was performed. The customer stated that he has been off the insulin pump since then. The customer also stated that there was 80 units of insulin left in the reservoir. The customer stated that the device did not have a battery and when the battery was installed, the insulin pump alarmed. Ran a displacement test and the device passed the test. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.